Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Medical records received and evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient presented to office with unstable knee. Scheduled for surgery, insert exchanged with thicker insert.

Manufacturer narrative:
The device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that patient presented to office with unstable knee. Scheduled for surgery, insert exchanged with thicker insert.